Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown.

Event description:
It was reported that the infusion set had a bent cannula which was discovered after the patient with diabetes experienced elevated glucose levels. No alarm was recalled. The infusion set was changed, and the high glucose was resolved. There was patient involvement and no patient harm / injury reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. As received the canula of the connector was observed to be bent. The complaint of bent canula can be confirmed. The probable cause of the bent canula is unknown. Visual and functional testing was performed. The probable cause of the reported problem unknown. Lot number was unknown and the device history review could not be performed.

Manufacturer narrative:
4/29/2026 - product received date. H3 - corrected. H6: codes were updated. One device was returned for investigation. As received the canula of the connector was observed to be bent. The complaint of bent canula can be confirmed. The probable cause of the bent canula is unknown. Visual and functional testing was performed. The probable cause of the reported problem unknown. Lot number was unknown and the device history review could not be performed.